Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited increased capture threshold. Fracture was suspected, but unable to be confirmed via imaging. The lead was capped on (B)(6) 2025 and successfully replaced. There were no patient consequences.